Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 417 mg/dl at the time of the incident. The customer reported that they do not feel okay for troubleshooting. The customer reported that the insulin pump was not in auto mode at the time of the incident. The customer stated that they are new with the insulin pump and they were accidentally bending the needle and there were some instance that it would get caught on to something. There was an instance that the blood glucose was high due to blood at site. The customer reported that the bleeding stopped. The device will not be returned for analysis.